Manufacturer narrative:
B3 - date of event, d4, g4 are unknown. No information has been provided to date. E1 phone number: (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
Gcm received an email on 23-may-2024 from ms. Asa hedlund, a pediatric nurse from lilla erstagarden regarding a cadd pump with unknown list number and unknown serial number. It was stated in the report during inspection, 3 pumps were scrapped due to the fact that the pumps were giving the wrong amount of medication. The event date is unknown. There was unknown patient involvement. (B)(6) 2024 update: gcm received an email on 30-may-2024 from the sales assistant, (B)(6), stating that the pumps were discarded due to being too old. Adogaru (B)(6) 2024 update: gcm received an email on 31-may-2024 from (B)(6) from nordic service group stating that no further information is available. Adogaru (B)(6) 2024

Manufacturer narrative:
H3/h6: the device was not returned for analysis. Service history review identified that no previous repairs were noted within the last 12 months. The event history log was not provided. As the product was not returned, and no photographic evidence was provided to aid in this investigation, problem confirmation cannot be performed. Therefore, the cause of the issue could not be determined.

Event description:
It was reported that, during inspection, 3 pumps were scrapped due to the fact that the pumps were giving the wrong amount of medication. There was unknown patient involvement. The pumps were discarded.